Manufacturer narrative:
Should additional information become available this event will be updated and resubmitted.

Event description:
Boston scientific received information that this implantable device was explanted during a recent pocket revision for a lead erosion. This device was explanted due to battery status was nearing elective replacement indicators (eri). No adverse patient effects reported.